Event description:
Further information was received from the surgeon's office. The nurse stated the surgeon had no assessment as to the cause of the pain but the surgery was for patient comfort and to preclude serious injury. It was noted the generator was repositioned deeper in the patient and moved slightly away from the axilla region.

Manufacturer narrative:
Section g4. Date received by manufacturer: corrected data; supplemental MDR 1 inadvertently did not report date additional information was received.

Event description:
The patient experienced pain at the generator site after a replacement surgery. The patient was scheduled for generator pocket revision surgery. No surgical intervention has occurred to date. No other relevant information has been received to date.